Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, after completing one pass using the red68, the red68 was removed. While removing, the midshaft of the red68 was noticed to be fractured. The procedure was completed using a new red68, the same neuron max, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed that it was fractured. Evaluation revealed a fracture on the catheter with no signs of torquing or stretching at the fractured locations. This indicates the fracture was likely due to a kink. This type of damage may occur if the red 68 is manipulated at an angle during use. Based on the reported event, this damage was observed during retraction after completion of a successful pass. Therefore, this damage is likely due to a kink that subsequently worsened to fracture upon retraction at an angle. Evaluation revealed kinks near the fracture location likely due to the same manipulation upon removal. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.